Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had stimulation in the wrong location. It was noted reprogramming was performed. It was noted the stimulation was in the pocket and it measured 50 ohms and channel 2 as >4000 ohms. The patient status at the time of report was alive ¿ no injury. Additional information received reported the patient was doing fine and they had decided to replace all of the implantable neurostimulator (ins) and lead. It was further reported the revision surgery was scheduled for during the week of the time of report. Additional information received reported the during the revision surgery, the patient¿s pocket was opened and there was no sign of disconnection. It was noted the impedance measurements were normal. It was stated the ins was replaced with a new ins. It was noted the patient felt stimulation in the right place with no pocket stimulation. It was noted there was not a replacement of the extension or lead.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ipg 7425 itrel 3, serial #(B)(4)) found no anomaly. Shield/can was scratched and battery was expanded. Insulation coating was also scratched. (B)(4).